Manufacturer narrative:
The device is not expected to be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker oversensed the minute ventilation (mv) sensor resulting in pacing inhibition and loss of capture (loc) for a pacemaker dependent patient resulting in syncope. There was also evidence of a single high but not out-of-range right ventricular (rv) lead impedance measurement. The patient was hospitalized, and the device was explanted. This device was included in the minute ventilation signal oversensing advisory population communicated on (B)(6) 2017.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.